Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. No product is available for investigation. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists sepsis, multiple types of organ failure and dysfunction (including respiratory failure, right heart failure, renal failure, and hepatic dysfunction), and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 25mar2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the cause of death was multisystem organ failure and sepsis. The cause of the sepsis was not device related. The patient had ischemic organs prior to implant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the care was withdrawn on (B)(6) 2021 due to a decline in the patient's clinical status. The cause of death was to be determined after an autopsy.